Manufacturer narrative:
Review of the instrument run data confirmed that the discrepant results for the 11 runs were generated due to abnormal baseline and photometer readings. Roche received complaints alleging invalid and/or false positive results with the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update to better identify the thermal sensor errors and a new cobas® sars-cov-2 & influenza a/b script to better detect abnormal pcr curves have been launched. The implementation of both the software and the updated script have shown a reduction in the calculated false positive rate. Consignees have been notified. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from (B)(6) alleged discrepant results with two samples when using the kit cobas liat sars-cov-2/flu for use on the cobas® liat® system. Patient 1 sample was tested on the cobas® liat® system and generated sars-cov2 positive flu a positive and flu b positive results. Same sample was retested with the genexpert cepheid was negative for all 3 targets. Patient 2 sample was tested on the cobas® liat® system and generated sars-cov2 and flu b positive. A new dry throat sample (vtm swab) was collected from patient number 2 and was tested at the lab with the seegene. The result was negative. Both patients were discharged as covid-19 positive based on the false results. While there was no direct clinical harm, in both cases clinical follow ups were arranged for other long term clinical issues. Data assessment showed 9 additional false positive samples . Run #540, #581, #603 and #607 made potential false positive calls for the influenza b and sars-cov-2 targets, run #564 and #576 made potential false positive calls for all three targets; runs #517 and #600 made potential false positives for the sars-cov-2 target; run #596 made a potential false positive call for the influenza b target. No retests performed. An investigation was conducted to evaluate the customer¿s allegation. Per the FDA guidance eleven (11) mdrs will be filed, one (1) per each sample.